Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) health system hospital in (B)(6). The patient had a scheduled retrieval approximately 3 months later on or about (B)(6) 2015 by dr. (B)(6) who was unable to retrieve the filter as it was found to have tilted to the left, embedded into the wall of the vena cava and the legs of the filter were perforating through the vena cava. The patient then had a CT scan of the abdomen sometime thereafter, date not specified, which allegedly revealed ¿the superior aspect of the filter to extend beyond the wall of the vena cava and the left lateral legs of the filter perforating the vena cava and shown to approximate the wall of the aorta.¿ the patient alleges ¿significant injuries¿ including embedment of the retrieval hook, which places the patient at ¿an increased and continual risk of complications¿ which has led to severe fear, stress and anxiety. Argon¿s attorneys are attempting to gather additional information.